Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self-test performed on an unknown date and unknown sample type. The consumer initially tested negative with the first test with the binaxnow covid-19 ag self test, and a second test generated a positive result. Although requested, no additional information was provided, including details about the treatment and the outcome.

Manufacturer narrative:
Additional information: h4- device mfg date. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 895280 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot: 895280, test base part number 195-430wjr / lot: 895280. The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 895280 showed that the complaint rate is (B)(4), respectively. Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue, however it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.

Event description:
The consumer reported a conflicting result with the binaxnow covid-19 ag self-test performed on an unknown date and unknown sample type. The consumer initially tested negative with the first test with the binaxnow covid-19 ag self test, and a second test generated a positive result. Although requested, no additional information was provided, including details about the treatment and the outcome.